Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a damaged obturator tip as the tip was fractured. Based on the condition of the returned unit, it is possible that the obturator tip fracture was caused by prolonged lipid exposure while the unit was in transit back to applied medical. It is also possible that the obturator tip fracture was caused by the obturator material being more susceptible to fracture. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Based upon the initial description of the event, a bent obturator tip is not considered to be reportable as it is unlikely to cause or contribute to death or serious injury. However, the event is considered reportable due to the fractured obturator tip that was observed during the evaluation of the returned unit.

Event description:
Procedure performed: unk event description: limited information is available at the time of report. Additional information was received via telephone on 19dec2022 from applied medical representative: tip of obturator bent going into incision. Product available for return. Patient status: no patient injury